Event description:
A malfunction alarm was reported with a fault ID available, and the customer confirmed the malfunction code was resettable. There was no adverse impact to the customer's blood glucose level. The customer opted to use an alternative therapy, mdi, to continue insulin delivery and was instructed by cts to put the pump into storage mode before returning it. The customer acknowledged the instructions and agreed to send back the pump using a pre-paid label within 10 days.